Event description:
The customer reported that "a pt on whom the tpco2 sensor for the mp50 monitor was used received a low temperature burn."

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted after the device has been received by philips for eval.

Manufacturer narrative:
A patient injury was reported (low temperature burn). This is most consistent with pressure necrosis and is not consistent with it being a serious injury. The device was used for monitoring at the time of the alleged malfunction. According to the technical support manager it was not possible to describe the burn (level) and if a treatment of the patient was required. The technical support manager (tsm) who was in contact with the reporter stated that the burned part is on the leg where the spo2 sensor was attached. The tsm also stated that it was not possible to confirm which sensor and cables where used, because the incident date was around one week before. Furthermore, the initial customer allegation of an involved tpco2 sensor was incorrect. It was confirmed by the technical support pcms that the issue was related to a spo2 sensor (as documented in the communication notes section of the complaint record). After evaluation of the provided information by the technical support manager (tsm) and the customer, philips was not able to fully reconstruct the incident during this time period. As the customer has already abandoned the sensor/cable, it was not possible to evaluate and to establish a clear root cause. The IFU for the (B)(4) spo2 sensor adequately describes proper positioning, attachment, and maintenance of the sensor on patients to minimize pressure necrosis and adequately warns of this issue. The tsm stated that customer exchanged the sensor/cable and after the change the device worked normally and is in use again. This is considered as all that is warranted for this malfunction. The product remains at the customer site. After evaluation of the provided information by the technical support manager (tsm) and the customer, philips was not able to fully reconstruct the incident during this time period. The available information is most consistent with a pressure necrosis (burn) resulting from the mode of application. Investigation of this complaint and trending for this issue supports that there is no design, manufacturing, materials, or labeling problem, therefore there is no requirement for any further investigation or corrective or preventive action. No further investigation or action is warranted. Contact office correction: (B)(4).

Event description:
The customer reported that "a patient on whom the tpco2 sensor for the mp50 monitor was used received a low temperature burn".